Manufacturer narrative:
Other, secondary intervention - evaluation: results: dissection. Another manufacturer's sheath. Conclusions: another manufacturer's sheath.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The femoral artery was small and diseased. It was reported that a sheath was inserted, followed by insertion of a talent thoracic delivery system. The stent graft was successfully implanted, followed by implant of 2 gore thoracic stent grafts. It was reported when another manufacturer's sheath was being removed, the patient's femoral artery was dissected. The sheath was not removed all the way out and it was used to control the bleeding. The physician had a reliant balloon in place and was not inflated, because the abdominal aorta had been bypassed the previous week in preparation for this procedure, and they did not want to occlude blood flow. The physician did an ilio-femoral bypass and sewed a conduit below the tear and implanted two additional talent thoracic stent grafts without further complication. No additional clinical sequelae were reported, and the patient is fine.